Event description:
Procedure: distal rectum anastomosis (descendens colon). According to the report: the device was activated, the surgeon noticed that the two rings proximal and distal had been cut normally. However, there did not appear to be proper staple application as the rings opened without any visible staples. The patient required a definitive colostomy, the intestinal transit reconstruction could not be realized (no anastomosis). Surgery increase: more than 30 minutes.

Manufacturer narrative:
Date initial report sent: 10/08/2009.